Event description:
The customer reported that she was at a restaurant, and somehow the insulin pump detached from her body. The customer didn't realize that it had happened until her blood glucose levels reached 455 mg/dl. The customer was taken to the hospital where she was treated for hyperglycemia. The customer was unable to locate the insulin pump after the event, and stated she would call back for a replacement if she doesn't find it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.